Event description:
It was reported that the physician bent the stylus shaft too close to the tip and applied pressure to tip. During the procedure, the stylus tip broke and a fragment detached from the stylus tip. The loose component was retrieved from the nasal passage. No patient injury or complication was reported.

Manufacturer narrative:
The event was initially assessed to be not reportable given the failure was detectable and no injury occurred. On august 21, 2025, an internal review of similar malfunctions concluded that the event was reportable considering that a serious injury could occur if the malfunction were to recur in a future similar event. This date is indicated as the "date received by manufacturer".